Event description:
Additional information was reported that the cause of the settings not available was due to three contacts on the patient's lead were showing impedances, which resulted in an oor reading. The cause of the high/red impedances was not determined. The rep met with the patient and attempted multiple reprogramming scenarios. Eventually the rep was able to remove the oor by identifying a low dose conventional program that gave the patient good coverage while avoiding the contacts that were displaying high impedances. The issue has been resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient said she is getting the settings not available message. The patient stated that she can lower her settings, but can't increase. The patient texted a manufacturing representative (rep) who told her to take out the battery and put it back into the controller, but that did not resolve the issue. The patient stated the rep mentioned something about there was a zero and that might be because of scar tissue. The patient didn't know what exactly that meant. The patient said she couldn't change groups because she only has one group. The patient stated her battery was at 70% charged yesterday and today it says low and red. It was later reported that the rep met with the patient for reprogramming and her program was giving her a lot of oors. The caller noted the patient was getting settings not available, but didn't correlate screen 59 with the oor on the tablet. The rep thought screen 59 was an issue with the controller. The caller stated he checked the patient's impedance yesterday and 0, 1, and 3 showed "red". The rep will be meeting with the patient again. No further complications were reported. No patient symptoms were reported.